Manufacturer narrative:
The information in section d was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 511 mg/dl, 496 mg/dl. Customer treated with insulin pump and manual injection. Customer stated they gave insulin after taking lunch but blood glucose was not going down and also stated insulin was delivered successfully before 5 hours. Troubleshooting was performed. The product will not be returned for analysis.